Event description:
This case was initially received via regulatory authority (B)(6) on 31-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("heavy blood loss") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient is not familiar with nickel allergy. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced procedural pain ("insertion painful") and uterine spasm ("uterus contracted"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abdominal pain radiating to back during menstruation"), migraine ("more and severe migraine") and cervical friability ("contact bleeding"). The patient was treated with intrauterine contraceptive device and transcervical resection of the endometrium. At the time of the report, the genital haemorrhage, procedural pain, uterine spasm, dysmenorrhoea, migraine and cervical friability outcome was unknown. The reporter considered cervical friability, dysmenorrhoea, genital haemorrhage and migraine to be unrelated to essure. The reporter provided no causality assessment for procedural pain and uterine spasm with essure. The reporter commented: patient also had treatment of abnormal cervix and is considering to have essure removed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 05sep2017 for the following meddra preferred terms: - genital haemorrhage: the analysis in the global safety database revealed 586 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.